Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: the black box showed multiple pump reboots. The battery compartment threads were stripped and the compartment was cracked. The returned battery cap threads were stripped and it was unable to fit and maintain electrical connection. The cap was stuck when trying to remove it. The original power complaint was duplicated. A test battery cap was able to fit and maintain connection, but unable to secure due to the damaged battery threads. The ¿ez-prime¿ steps were performed correctly with no further power interruption occurred during the investigation. The pump¿s cover was removed and no damage was found internally. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was damaged and had stripped threads, the user was unable to tighten the battery cap and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.